Manufacturer narrative:
Block b3: date of event: approximated based on sometime after implant date as physician stated leads did not seem to be working for patients' dystonia symptoms. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate stimulation wherein the therapy was not effectively controlling the patient's dystonia symptoms. The physician reviewed the post op magnetic resonance (MRI) images and assessed the leads were sitting too superficial to the intended target. The patient underwent a revision procedure where the leads were replaced. The patient was doing well postoperatively. The explanted leads were disposed of by the medical facility and were not returned.